Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of a 7.5 cm in diameter thoracic aortic aneurysm approximately one year ago. It was reported that five days post implant, there was a type I endoleak that was treated with coils. At the 30 day follow up, there was no evidence of a type I endoleak. At the four month follow up appointment there was a new type I endoleak seen at a CT with perfusion of the false lumen. The patient was discharged from the hospital. At the patient's one year follow up appointment, another valiant thoracic stent graft was implanted to resolve the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death).

Event description:
Additional information was received that the patient expired. Cause and date of death are unknown. No further information is available at this time.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (unknown cause of event). Evaluation conclusion: (unknown cause of event).